Event description:
It was reported that the user¿s freestyle libre 3 plus sensor had been scanned with the abbott app prior to setup, rendering it incompatible with the ilet mobile app and preventing pairing with the ilet device. Symptoms included no adverse clinical effects reported. Outcomes included no interruption requiring medical care and no alerts or alarms. Investigation included troubleshooting and user education. Investigation of this case revealed that the sensor was in use by another device and that proper use requires scanning the sensor only with the ilet mobile app during pairing. It was concluded that the device performed as designed and that user setup error caused the issue. The user was instructed to apply a new sensor and pair it with the ilet mobile app at home.